Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 20 unit bolus. Reportedly, the customer had accidentally entered 20 units of insulin to be delivered instead of 20 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to 52 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.